Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via left subclavian approach, the delivery catheter system (dcs) would not pass around the aortic arch and a 10mm non-medtronic conduit tore from the artery. The valve and dcs were withdrawn from the patient. A sternotomy was performed to repair the artery tear and another transcatheter bioprosthetic valve was implanted using the direct aortic approach. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient had tortuous anatomy with a large calcification at the left subclavian arch ostia. The minimum access vessel diameter was 5 mm. There was no damage noted to the dcs. It was reported that a non-medtronic guidewire and an inline sheath was used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the delivery catheter system (dcs) was not returned for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Difficulties advancing the dcs through patient anatomy is known to be related to procedural factors, user technique, and/or patient anatomy (angulation, calcification, and tortuosity). In this case, it was noted that the patient had tortuous anatomy with a large calcification at the left subclavian arch ostia. This indicated that the most likely cause of the advancement difficulties was tortuous and calcified patient anatomy. It was reported that a sternotomy was performed to repair the artery tear. Based on the limited information available, the relationship to the dcs could not be established. Vascular access related complications, such as perforation, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy and comorbidities), and/or procedural effects (sheath used, user technique and puncture cut location). There was no information to suggest a device malfunction or a failure to meet manufacturing specifications was related to these events. If information is provided in the future, a supplemental report will be issued.